Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/1/2015.

Event description:
The patient had a recurrence of hernia epigastric on (B)(6) 2014, which was moderate and is still an ongoing event. This was not considered an unanticipated adverse device effect and the event has an unknown/impossible to determine relationship to the device. This is not considered a serious adverse event did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc yes: abscess removal retroperitoneal, closure stoma hernia, part resection of former implanted permacolâ¿¢ mesh medical history/pre-existing conditions: _hypertension, osteoporosis, hiatus hernia, gastroesophageal reflux disease, wilson disease, postoperative sepsis, acute renal failure, incisional hernia, cholangiocellular carcinoma, retroperitoneal fistula of the ascending colon, peritonitis, fascial dehiscence, abscess retroperitoneal, stoma hernia, oesophageal varicosis, hepatocellular carcinoma, hypersplenismus